Event description:
The customer reported to olympus that the single use distal cover fell off from the evis exera iii duodenovideoscope and into the patient's mouth after an endoscopic retrograde cholangiopancreatography (ercp) during suctioning and extubation after the scope was out. The distal cover was immediately retrieved using suction. The procedure was not prolonged, and sedation was not extended. There was no harm or user injury reported due to the event. This event is reported under the following patient identifiers: (B)(6) - evis exera iii duodenovideoscope. (B)(6) - single use distal cover.